Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient's creatinine and blood pressure levels were increased. A concentric ostial occlusion was identified in the right renal artery. Intraluminal diameter was measured as 1mm and the lesion length, 10mm. An express sd 6.0mm/14mm stent was implanted. A second unknown device was implanted. The procedure was technically successful with a good angiographic result. No procedural complications were reported. At hospital discharge, there was improvement in the luminal diameter to less than or equal to 30% residual stenosis. There was hemodynamic and clinical success. The creatinine level was 1.2 and the patient's blood pressure was 110/60. The patient had a six-month follow up visit. There was improvement in the luminal diameter to less than or equal to 30% residual stenosis. There was hemodynamic and clinical success. The creatinine level was 1.5 and the patient's blood pressure was 140/85. The patient had a 12-month follow up visit. There was not evidence of improvement in luminal diameter. There was hemodynamic and clinical success. The creatinine level was 2.0.

Manufacturer narrative:
Date of event - (B)(6) 2007.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is operational context.(B)(4) : device not returned for analysis.